Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high and low blood glucose. Customer's blood glucose at that time was 365mg/dl. Troubleshooting was done. Customer stated did not have tubing clamp. Advised customer will send tubing clamp. Customer's blood glucose went up to 475mg/dl. No low blood glucose reading provided. No further information provided.